Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted on (B)(6), 2022. During a routine one (1) year follow up examination, a computerized tomography (CT) scan revealed a thrombus. The patient's medication was changed from a single antiplatelet therapy (sapt) medication to lixiana 60 mg. The patient will continue to be monitored.